Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? About 4th to 5th firing. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? The information was not provided from the hospital. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the device was after the incident out of the patient. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaws did not open after firing when the device was used on the blood vessel. The same event occurred in the 2nd device. The jaws were returned to home position manually in the both cases. There was no damage on the blood vessels in both cases. Another device was used to complete the case. There were no adverse consequences to the patient.